Manufacturer narrative:
The lot number and implant date of the lead were requested from the customer but were not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a low pacing lead impedance was noted. No intervention was performed as the patient was asymptomatic and will continue to be monitored.